Event description:
Novasure controlled endometrial ablation disposable device, but did not work. Novasure vender, in room started to change out device. After change, novasure controlled endometrial ablation disposable device kit worked correctly. She stated, she would credit us for one kit.